Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit (mpu) was evaluated following the reported event of a no external power alarm; however, it was determined that the mpu was unrelated to the cause of the reported event. The submitted log file contained approximately 20 days of data (23may2024 ¿ 12jun2024 per the timestamp). The log file captured low voltage hazard and no external power alarms on 25may2024 from 04:12:33 to 04:13:34 due to a loss of external power while connected to the mpu. The system controller backup battery supported the system during the loss of external power without any issues. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Additional information provided communicated that the patient briefly power to their home while connected to the mpu, resulting in the loss of external power. The root cause of the reported no external power alarm was determined to be loss of ac power due to a power interruption to the patient¿s hotel room while connected to the mpu. The reported event could not be correlated to an issue with the mpu. The device history records were reviewed and the records revealed that the heartmate mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 23dec2022. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. C) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally stated on 02jul2024 that the patient stated they may have lost power briefly, and that the mpu power cord was not unplugged from the wall outlet. It was unknown if the mpu had a locking a/c power cord.

Manufacturer narrative:
B5 : narrative information. Section d4: serial number updated. Section d4: device manufacture date cannot be determined. The primary UDI number in d4 is updated with all of the current information available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log file review was requested. The log file displayed a string of low voltage / no external power alarms while tethered on mobile power unit (mpu) on (B)(6) 2024 at roughly 4:12 am. These alarms appeared to be caused by power to the mpu being briefly interrupted.

Manufacturer narrative:
Section d4: device manufacture date cannot be determined. The primary UDI number in d4 is updated with all of the current information available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.